Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user was experiencing low blood sugar after workouts. The patient's routine is as follows: pauses pump and preloads with carbs before exercise, resumes pump post-workout and eats but does not meal announce. Blood glucose (bg) typically remains elevated between 200-250 mg/dl before bed followed by overnight lows of approximately 60 mg/dl around 3-4 am. The most recent incident occurred last night. The patient experienced sweats from the lows. The agent advised on routine changes and considering speaking with hcp to adjust settings as needed.